Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds. Additional information from the field indicated that the lead was surgically abandoned. No additional adverse patient effects were reported.